Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, they went down with a scope after placement and found the capsule in pt's mouth. The pt was not injured following the procedure.